Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) at an appointment on (B)(6) 2015 and their concerns were resolved.

Event description:
It was reported there was a personal therapy manager (ptm) issue. The patient was reportedly getting a bolus every 4 hours but his interval was 6 hours. The patient also reportedly got two boluses within a few minutes on the night of the event date. The patient felt like the ptm ¿went haywire¿. He wasn¿t certain that he really got the bolus and it was noted he was not sure. The device system was used to deliver dilaudid. No further information was provided including if any patient symptoms occurred or if actions, diagnostic or interventions occurred. Additional information has been requested but was not available as of the date of this report. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).